Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro would not shut off while inside of the pt's leg. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection did not identify any non-conformities which may have contributed to the reported event. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. The power supply also emitted a tone when the device was activated. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4)